Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient is no longer feeling stimulation. The impedances were checked, one of the leads had an impedance over 10000, the other lead was functional. Reprogramming was done towards the full functional lead and issues were resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.